Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that a battery level critical error displayed on the pendant and the motion batteries were replaced. The representative reported that they could not replicate the loss of motion issue that was reported. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when centering the imaging system for a post-operative spin, the gantry would not perform any motion. The site restarted the imaging system and was able to continue with the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided.